Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2025, a sales representative reported via (B)(4) that an ar-9811 rf probe's shaft, where the insolation is located, burned the patient. A different handpiece was used to complete the procedure. A burn event occurred on multiple patients, two in a row per sales rep. Patients are recovering from burn marks on their skin. This was discovered on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error by incorrect surgical technique during device application, continuous ablation, not handling the device fully immersed in conductive irrigation fluid, using pre-warmed conductive irrigation fluid, or having continuous flow of irrigation fluid to reduce intra-joint temperature. Dfu-0242-eo 4. Thermal damage to joint tissue or dermal burns around portal incisions are possible, if fluid flow is not continuous. 2. Surgeons are advised to review the product specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures.